Event description:
It was reported that this right ventricular (rv) lead was found to have triggered a lead safety switch (lss) from bipolar to unipolar configurations due to high out of range pacing impedance measurements were recorded on this pacemaker system. It was noted that the rv lead is a non-boston scientific lead. Technical services (ts) discussed programming options and recommended for further evaluation of the rv lead. Subsequently, the patient and lead were evaluated by the physician. The rv lead impedance was found to be stable at around 500 ohms and the patient still had an intrinsic rhythm. The physician opted to leave the lead in unipolar configuration and will continue with monitoring. At this time, the pacemaker and non-boston scientific rv lead remain in service. No adverse patient effects were reported.